Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a laparoscopic anterior resection procedure, the surgeon had performed an end-to-end anastomosis during the case. The surgeon used the device as usual, fired with click sound and had a complete donut without leakage. After the surgery, the patient was passed to the recovery room for post-operation treatment. However, a few moments later, the nurse found that the patient had a post operation bleeding and then passed the patient to the ot again. The surgeon used a colon scope to check the staple line and found that it was bleeding and some staple was malformed. The blood lost was around one liter and the patient needed four units transfusion of blood. The surgeon used an endoclip to ligate the vessel and stop the bleeding. The device was discarded. (B) (6).